Manufacturer narrative:
Patient identifier = sid= (B)(6). The field service representative (fsr) inspected the instrument and replaced the leaking r1 and r2 syringes, syringe assy (rohs), (list # 7-77650-07) which resolved the issue. A review of instrument service history on alinity I processing module, serial number (B)(4), revealed no further occurrences of discrepant results after the part replaced nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the alinity I processing module and r1 and r2 syringes and syringe assy (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringes, syringe assy and alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer observed false positive alinity I cmv igg results on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) =60.1 au/ml (>or=6.0 au/ml=reactive) /repeated at another laboratory=nonreactive. There was no reported impact to patient management.